Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the screen was hard to see when outside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings: the display was observed to be dim, fading and reddish in color. Unrelated to the display issue, a battery compartment crack was observed between the seal case and the bottom of the finger pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.